Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a cable failure has been confirmed. Therefore, it is possible that the image did not function properly due to the cable failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed, found intermittent image due to a kink/knot on the cable. In addition, a nonreportable malfunction was identified: faded serial plate. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus that during preparation for use, there was no image on the hd camera head. There was no report of patient harm associated with this event.